Event description:
Patient reported that the v-go device fell off twice. Patient stated put the v-go device on this morning and the v-go fell off when the patient was about to get out of her car this afternoon. Patient stated that she is sweating because it is very hot outside. Patient stated that her stomach was bleeding when the vgo fell off. Patient stated that she is applying the vgo device on her abdomen.